Event description:
It was reported that the pump had a motor speed drive error. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was received. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case and right plunger case were cracked. Force sensor test error was found in the event history log (ehl). There was nothing in the ehl pertaining to motor speed drive error. Force sensor test error was duplicated during the power up process which was due to the flex cable socket on plunger board came loose (cold solder joint). The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced plunger board, power up device and all the functional tests passed.